Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned data. The returned data have been analyzed. The analysis of the available iegms confirmed simultaneous artifacts in the atrial and the ventricular channel, leading to multiple charging cycles. Based on the information available for analysis the root cause of the clinical observation could not be determined. Therefore, no conclusion can be drawn regarding the root cause of the clinical observation. However, should additional relevant information become available this investigation will be updated.

Event description:
After an implantation period of approx. 115 months, oversensing on the ventricular channel was reported.